Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was received for analysis. A functional analysis was performed and found that all images was discolored due to an internal wiring failure of the charged couple device (ccd). The ccd was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to ccd failure. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the video looked blue upon movement of the controls. The anatomy of the patient was not visible on the center image when the video looked blue. Another fuse scope 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.